Event description:
An ophthalmic surgeon reported that a system message displayed and the intraocular pressure (iop) control function stopped. However, when the iop control function steps, the system automatically converts to a different system mode. The procedure was completed with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).